Event description:
The physician was trying to remove the cook incorporated flexor raabe guiding sheath from the patient when the touhy portion came off and left the remainder of the catheter in the patient's body. This separation left the physician with nothing to regulate blood flow. Physician attempted to put the device back together and could not. Due to the separation the patient lost a large amount of blood and will need to undergo transfusion. In order to remove the device portion, the physicians changed out the wire that was in there with stiffer wire and put in a 5 french catheter to dislodge the piece and successfully removed the remaining portion.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition. A visual examination revealed the cap had separated from the sheath with the flare intact, and slight (approx 2mm) evidence of elongation along the flare edge. Proper connector cap size, flare size and sheath i.d. Were confirmed. Additionally the gap between the check-flo body flange and cap top was measured. Per quality control there is 100% inspection, confirming the flare on proximal end of sheath is caught securely in proximal fittings. It is also verified that the sheath does not rotate in cap fitting and that the coils in sheath continue into cap. In additional, an IFU is provided with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor for similar occurrences.